Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate automatic mode switch (ams) due to far r over-sensing. Programming changes were made to restore normal parameters. The patient was stable.